Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number: 00-7711-012-00, lot number:61235579, brand name: m/l taper stem. Catalog number:00-6202-054-22, lot number:61163873, brand name: tm shell. Catalog number:00-6310-050-32, lot number:61245251, brand name: xlpe liner . Catalog number:00-6250-065-35, lot number:61213496, brand name: trilogy bone screw. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-02698. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was revised due to pain, elevated metal ion levels and corrosion approximately 9 years post implantation. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  Medical records were provided and reviewed by a health care professional. Review of the available records identified that the patient was revised due to significant pain in the hip. Elevated metal ions cobalt 5.2 & 6.2 (elevated)- chromium were noted. Cloudy fluid and thickened capsule with non-viable tissue visualized, debrided. Black ring of corrosion at the base of the trunnion and inside the femoral head. Reported event was confirmed by review of medical records provided. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined . If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.